Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause and treatment for the event were not reported. On an unreported date, the patient was hospitalized for the event. At the time of this report, the patient remained hospitalized and the patient outcome was not reported. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: relevant tests/lab data, and concomitant medical products. The cause of cloudy effluent was reported to be due to dietary reasons; therefore, the disposable device is no longer considered to have caused or contributed to the reported event. It was confirmed that the patient did not experience peritonitis. At the time of this report, the patient was recovered from the cloudy effluent. Action taken with peritoneal dialysis therapy was unknown. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.